Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: 166cm. Manufacturing site evaluation: investigation on-going.

Event description:
It was reported a hydrocephalus (post sab) patient's initial surgery for a progav 2.0 was on (B)(6) 2019. On (B)(6) 2019 the patient began to exhibit symptoms of under drainage. At that time, the surgeon re-adjusted the opening pressure of progav2.0 by 2.0cmh2o down and monitored the patient's condition. However, the patient's condition did not improve and the surgeon decided to do revision surgery to replace the shunt on (B)(6) 2019.

Manufacturer narrative:
Investigation visual inspection no significant deformations of damage of the valve was detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Adjustment test this is a fixed pressure valve. An adjustment test is not applicable. Braking force this is a fixed pressure valve. An adjustment braking force and brake function test is not applicable. Computer controlled test to investigate the claim of over/under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. The results show that the valve is not operating within the acceptable tolerance. Results first, we performed a visual inspection of the shunt assistant valve. No significant deformations or damage of the valve was detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was not within the accepted tolerance range. The opening pressure was lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve, we have found minimum build-up of substances (likely protein). Based on our investigation, we are unable to substantiate a claim of over-drainage. However, our investigation has indicated the valve is operating in an under-drainage state, likely due to the deposits observed inside the valve. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.